Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced diminished/loss of therapy due to autoreducing. Programmer displayed error message, "strength is off. The generator could not deliver the desired strength." Lead diagnostics showed that all 16 contacts had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.